Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant during device follow up,  the right ventricular (rv) lead exhibited intermittent capture. The patient was admitted to the hospital and the rv lead was revised and remains in use. Fluoroscopy  also revealed that the rv lead showed less slack compared to the date of implant. No patient complications have been reported as a result of this event.